Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they had no change in activity but their machine was not pulsing in any way. They went through troubleshooting and changed their machine to start working again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that therapy was working really good for a while, but about 3 weeks ago the patient started experiencing perineal pain and having a lot of bowel accidents. It was unknown if this change was sudden or gradual. It was stated that if they turned stimulation up any higher it would hurt them, but it was unknown if they were feeling stimulation on their current setting. Troubleshooting showed that the patient was on program 2 at 4.0. They thought they had tried all programs except 3, but they weren¿t sure. They were assisted with switching to program 3 and increased to 1.6v where they felt stimulation in the correct area. It was reviewed that they could increase stimulation on this program as long as it was comfortable. It was recommended that they follow up with their healthcare provider if the therapy issues continue. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy and reports having a lot of accidents. The patient currently doesn't feel stimulation even though therapy was on. No trauma/falls were reported that could be related to this issue. Patient will follow up with their healthcare provider (hcp) if symptoms continue. The patient changed to program 4 at 2.3v where they felt stimulation comfortably in the right side lower butt cheek and perinium area. No further patient complications have been reported as a result of this event.